Event description:
Literature was reviewed regarding a patient with previously implanted medtronic mosaic aortic and mitral bioprostheses who underwent a dual transcatheter valve-in-valve replacement procedure in the setting of acute decompensated heart failure, atrial fibrillation, hemodynamic deterioration, cardiogenic shock, unsuccessful medical therapy, and venoarterial extracorporeal membrane oxygenation (va-ECMO) support. The authors mentioned that the patient had received a leadless ventricular pacemaker for tachy-brady syndrome at an unspecified time after the implant of the two mosaic valves. Reason for replacement of the mosaic aortic bioprosthesis was identified on imaging as severe stenosis (peak/mean gradient of 79/49 mm hg) and moderate regurgitation. During the dual valve-in-valve procedure, a medtronic 23 mm evolut pro+ transcatheter valve was implanted within the mosaic aortic valve. Following deployment of the evolut pro+, a post-dilation was performed with an 18 mm true balloon to fully expand the valve frame. Reason for replacement of the mosaic mitral bioprosthesis was identified on imaging as restricted leaflet motion with severe stenosis (peak/mean gradient of 43/30 mm hg). Imaging also exhibited thickened and immobile valve leaflets and layered thrombus on the interatrial septum and left atrial appendage. A non-medtronic transcatheter valve (26 mm sapien 3) was implanted within the mosaic mitral valve during the dual valve-in-valve procedure. As recounted, the patient experienced a prolonged intensive care unit stay that was complicated by enterococcus faecalis bacteremia, pseudomonas-associated groin wound infection, shock liver, acute kidney injury, hospital-acquired pneumonia, and critical illness p olyneuropathy. However, none of these complications were attributed to medtronic devices. The patient was ultimately discharged thirty-seven days after the procedure. Over the three-year follow-up, imaging showed well-functioning transcatheter valves with only slight increases in the mean gradients across both valve positions, and the patient remained clinically stable with no recurrent heart failure.

Manufacturer narrative:
Citation: raghuram palaparti, et al. Long-term follow-up after dual transcatheter valve-in-valve implantation under va-ECMO support. Jacc: case reports. Volume 31, issue 25, 24 june 2026, 108132. Https://doi.org/10.1016/j.jaccas.2026.108132 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.